Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer stated that during infusion the 60 gtt burette with the 0.2 micron filter, it leaks at the filter. There was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer stated that during infusion in the nicu the 60 gtt burette with the 0.2 micron filter, it leaks at the filter. There was no report of patient harm.